Manufacturer narrative:
The device was manufactured from may 7, 2019 ¿ may 8, 2019. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. This was identified while manually filling the device with a syringe at the hospital. There was no patient involvement. No additional information is available.